Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Event description:
On 04/21/2025, it was reported by a sales representative via phone that an ar-8925ss syndesmosis tightrope xp suture broke during tensioning. All broken sutures and the button was removed from the patient. The case was completed with another ar-8925ss syndesmosis tightrope xp from a different lot without issues. There was less than 15 minutes of case delay with no added anesthesia administered to the patient. No adverse effects were reported on or after the surgery. This was discovered during a syndesmosis repair procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.